Event description:
Philips received a complaint on the patient information center ix indicating that on (B)(6) 2025, between 9:00am and 1:00pm, there was an issue with only banner messages were displaying, and there was no audible alert for ventilator red and yellow alarms on the pic ix computer. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, who explained that he tested ib-ec10 module connected to 3rd party rental trilogy ev300 ventilator via mx550 monitors installed in rooms r110 and r111. The rse checked the clinical audit logs, and they showed that sound played on the pic ix computer rehabs1 when yellow and red alarms were generated for beds r110 and r111. The rse checked pic ix log viewer and found no evidence that the pic ix computer rehabs1 had issue with sound. The customer admitted that in the past, the hospital biomedical department had edited ec10 drivers. The rse recommended that the philips ec10 drivers be unedited and that editing drivers should only occur on the open interface driver #101. Based on the information available and the testing conducted, the cause of the reported problem was the user. The reported problem was not confirmed. The alarms are behaving as expected, and there is no issue with the alarms audibly/visually at the central station.